Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site and replaced the computer with another back up. Issue resolved with part replacement. No further malfunctions of the navigation system has not been reported after the replacement of the computer. System is functioning as designed.

Event description:
A medtronic representative reported on behalf of the site, that while the navigation system with a back-up computer was used for planning for an upcoming procedure in the following week, the computer became unresponsive. There was no patient present when this issue was identified.